Event description:
It was initially reported to philips healthcare that the heartstart xl experienced a hardware error; it was later clarified by the customer that the ready for use indicator displayed a red x with the 1:34 power mcu cpld memory error. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.